Event description:
Customer reportedly received the following results on the active s system within 10 mins: 489 mg/dl, 156 mg/dl, 150 mg/dl, and 160 mg/dl; 356 mg/dl, 144 mg/dl, and 148 mg/dl. The comparisons were performed on separate days. No adverse event reported. Requested return of suspect device and replacement was sent.